Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed two opening on the posterior side assessed as surgical damage. Additional observations: crease flat observed bon the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. DHR trend summary: review of all complaints of a050401 - fluid/blood leak for the period of (B)(6) 2021 through (B)(6) 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted and replaced.